Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes and device codes.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance over the past few months. Which was believed to be caused by a lead fracture. The last shock was delivered during the implant. Technical services discussed considering performing a synch max energy shock to test the ability to charge and deliver. A revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance over the past few months. Which was believed to be caused by a lead fracture. The last shock was delivered during the implant. Technical services discussed considering performing a synch max energy shock to test the ability to charge and deliver. A defibrillation thresholds (dft) testing was performed and a warning of electrical shorting was displayed. A revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the new information: b5: describe the event or problem field h6: impact codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes and device codes.

Manufacturer narrative:
Only the proximal segment of the lead was returned to the post market assurance laboratory of boston scientific, having been severed from the terminal end. The visual examination also noted calcification on the lead. Subsequent testing, performed on the segment of lead returned, did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the new information: b5: describe the event or problem field. H6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance over the past few months. Which was believed to be caused by a lead fracture. The last shock was delivered during the implant. Technical services discussed considering performing a synch max energy shock to test the ability to charge and deliver. A defribillation thresholds (dft) testing was performed and a warning of electrical shorting was displayed. A revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance over the past few months, where values ranged from 110 to 140 ohms. The last shock was delivered during implant. Technical services discussed considering performing a synch max energy shock to test the ability to charge and deliver. The device system remains in-service. No adverse patient effects were reported.